Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The catheter was placed in the patient on (B)(6) 2015. On (B)(6) 2015, when arranging the patients posture, it was discovered that the catheter had ruptured. A new catheter was placed.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control and a visual examination of the returned device was conducted during the investigation. The visual examination confirms the catheter is separated at the base of the manifold. There is no evidence to suggest that the device was not made to specification. Based on the information provided and the investigation results, the root cause of the customer's experienced difficulty could not be determined. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
The catheter was placed in the patient on (B)(6) 2015. On (B)(6) 2015, when arranging the patients posture, it was discovered that the catheter had ruptured. A new catheter was placed.